Event description:
Livanova deutschland received a report related to sweep flow that went down when fio2 on an electronic gas blender was adjusted. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. To solve it, the affected unit was replaced with a new one. Subsequent functional verification testing was completed without issues and the new unit was released to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the review of the complaints about the impacted device has been performed, highlighting that this has never been complained about. Thus, the event was isolated. Furthermore, the review of events on the new gas blender installed by the technician did not reveal any further similar complaints, therefore it can be excluded that the reported issue was related to a user error regarding a deviation outside the operating curves of the gas blender/ fio2 set. Based on above, the most likely root cause could be traced back to sensors drift and/or faulty resistive elements leading to inaccurate flow measurement readings. Consequently, it cannot be ruled out that this has had a negative impact on the outlet flow from the gas blender.

Event description:
See initial report.